Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Initial reporter telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during proximal femoral nail antirotation (pfna) surgery on (B)(6) 2018, when inserting the blade, the impactor for pfna blade broke. The blade became stuck in the impactor along with the guide wire. The guide wire remains in the impactor. There was another device readily available and was used to complete the procedure successfully with a delay of approximately 5 minutes. Patient outcome reported as successful. This report is for one (1) impactor for pfna blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : device history record (DHR) review: part number: 03.010.410; synthes lot number: 2748823; release to warehouse date: july 13, 2011; manufacturing site: bettlach. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: investigation selection, investigation site: cq zuchwil, selected flow: 5. Broken . Visual inspection: the visual inspection has shown strongly wear marks and hammer blows on the whole instrument. Additionally, the weld seam and the blue handle are broken. The returned instrument is all in all in used and very poor condition. Dimensional inspection: due to the damages the relevant dimension could not be measured. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the material was reviewed and was confirmed to meet the specification with no (relevant) non-conformance noted. Summary: the returned instrument is in very used and poor condition. The visible damages and hammer blows are a clear indication that the item was threaded with strokes and was excessively used. This lot of (B)(4) pieces was manufactured in july 2011 according to the specification. Based on the age and the condition of the item a product related issue can be excluded. The poor condition of the item let us suppose that several overload situations has led to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.